Event description:
It was reported the patient was admitted to the hospital the night of 2014-(B)(6) and felt like the pump was not working. It was noted they were concerned of a pump malfunction. It was stated the pump was not alarming. The pump was used to deliver baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).